Manufacturer narrative:
Analysis was performed by remote service engineer and clinical specialist. Which included communication and remote troubleshooting with the customer. The results of the analysis confirmed that the ethernet cable for the mp5 monitor was the issue. They changed the cable and the issue was resolved. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the cable. The issue was resolved by reconnecting the cable to the monitoring control panel and the product is back in service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix indicating that the 4 sectors not alarming at bedside or central station for sp02. The device was in use on a patient at time of event, there was no adverse event reported.